Manufacturer narrative:
The product sample returned was received within a generic plastic bag. It consisted of an incomplete mahurkar 13.5frx19.5cm catheter. Visual inspection revealed that the catheters tubing was incomplete since the tubing was totally cut approximately 1 cm below the hub. Additionally, the catheter presented a cut on the remaining piece of tubing, approximately 0.5 cm just below the hub. The photo provided by the customer showed a catheter inside of a kind of plastic bag, but no visible defects could be appreciated on it. The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (cut could be caused due to a sharp object), and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the nurse discovered blood leakage from the catheter. The patient is sound now. No additional information was provided.

Manufacturer narrative:
Submit date: 10/06/2014. An investigation is currently underway. Upon completion, the results will be forwarded.